Event description:
It was reported that during a laparoscopic colectomy, the device seal assembly will not hold and the device would not stay ratcheted down. The seal ripped after holding with babcocks. The device was removed and continued the case with no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.